Event description:
Healthcare professional reported deflation. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis the final assessment is: deflation: a crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "hole in radius (edge) and breast ptosis with asymmetry". The device has been explanted.

Event description:
Healthcare professional reported deflation. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: deflation.